Manufacturer narrative:
Calibration and qc were acceptable. No pre-analytical sample issues were identified. Based on the data provided, a general reagent issue can be excluded. The reagent performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 8000 e 602 module. The initial result was 236.0 u/ml. This result was reported outside of the laboratory. The repeat result was 1.46 u/l. On (B)(6) 2022 a new sample was obtained and the result was 2.10 u/ml the ca 19-9 reagent lot number was 563560 with an expiration date of 31-may-2023.